Event description:
It was reported during normal routine testing that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is also unknown if there was patient involvement. There was no patient involvement; thus no adverse event was reported.

Event description:
It was reported during normal routine testing that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b5, d4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported during normal routine testing that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. This complaint is being closed as the repair information has not been provided by the sales and service unit (ssu) after three (3) attempts made to obtain the relevant information. If additional information is provided later, we will re-open this record and update it accordingly.